Event description:
As reported (B)(6) 2015, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 5f dual lumen PICC. When physically manipulating the extension legs the blue luer was detached from the extension leg and not returned. The customer's reported complaint description the hub detaching is confirmed. A root cause for the reported complaint description cannot be determined. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type. (B)(4).